Event description:
The consumer reported false positive results with the ID now covid-19. Confirmation rapid pcr testing was done on (B)(6) 2022 which generated a positive result. Rtpcr was done on the same day later and the result was not detected. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number191-000 / lot m166091, test base part number190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, as the log file was not provided. However, a possible assignable root cause is patient sample interference.

Event description:
New information came in on 23feb2022,swab type for ID now covid-19 was nasopharyngeal swab. The patient was not symptomatic.the patient diagnosed with acute allergic reaction after taking oats. Develop perioribtal swelling and difficulty breathing, then she went to clinic, given im pred 2.5mgnd im priton 10mg. No drugs allergies. No tachypneoic. The patient also was given chlorpheniramine at emergency room .